Event description:
It was reported that the customer's sensor glucose reading was 40 mg/dl but his actual blood glucose level was 300 mg/dl. As a result, the customer's insulin pump went into threshold suspend. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).